Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient had a bacterial driveline infection and the cause of the infection was unknown. The patient was treated with drug therapy and instillation of antibiotics and remains ongoing on lvad support.

Manufacturer narrative:
Approximate age of the device is 1 year. The device remains implanted and in use by the patient. The event occurred at the (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.